Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 34 mg/dl at the time of the incident. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer reported that it took 7 batteries for the pump to work and sometimes they had to bang it to make it work. The customer mentioned sensor glucose versus blood glucose differences. The customer was at 229 mg/dl at the time of the sensor glucose versus blood glucose event. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.